Manufacturer narrative:
The thermogard console (s/n (B)(4)) was evaluated by zoll service personnel at the customer site. The reported complaint that "the console displayed mid:09 (air trap assembly) error message" was confirmed during functional testing and the system's event log data review. The root cause of the mid:09 error was the defective air trap sensor block due to a possible overflow of saline into the air trap holder, likely attributed to user mishandling. There was no recent complaint reported for a leaking start-up kit (suk) by this customer. No physical damage was observed on the thermogard console during visual inspection. The system's event log data was reviewed and revealed multiple mid:09 (air trap assembly) error messages around the customer's reported event date, confirming the reported complaint. During functional testing, the thermogard xp ivtm system displayed a mid:09 (air trap assembly) error message upon powering up, confirming the reported complaint. During inspection, dried saline traces were observed on the air trap sensor block. The defective air trap sensor block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During device check, the thermogard xp ivtm system (s/n (B)(4)) displayed a mid:09 (air trap assembly) error message. The customer's biomedical engineer dried the air trap holder and the sensors without disassembling the console, but the issue persisted. No patient involvement.